Manufacturer narrative:
The customer provided the device logs for evaluation which confirmed the customer's reported malfunction. The o2 supply pressure value was recorded as dashes, preventing confirmation of the input o2 supply pressure at the time of the event. Technical support advised the customer to replace the inspiration block as a precautionary measure. The customer was requested to send the faulty inspiration block in for further evaluation and upon receipt. At this time, the inspiration block has not been received.

Event description:
It was reported that the device showed technical failure 388: no o2 dosing possible. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.